Event description:
It was reported a declot procedure was being performed on a pt's arm. The black tip of the ptd separated during the procedure and was left in the pt. The primary physician and pt were alerted to the issue. There was no delay in treatment and no pt death or medical intervention required.

Manufacturer narrative:
Qn# (B)(4).